Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a lap hysterectomy a foreign body, what appears to be the seal of our trocar was removed from the patient two years post operation. The seal was identified and removed from the abdomen of a patient at the hospital.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the photo depicts a disengaged circular seal in a jar. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. The root cause of the observed condition could not be reliably determined due to not receiving the product; however, based on historical data, related investigations the most likely root cause for the observed condition was determined to be misuse of the product. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.